Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's husband reported the death of his wife. The last blood glucose reading was in the 40 range. Caller stated he treated a low blood glucose of 21 mg/dl with a glucagon shot. The blood glucose rose to 40 range. Customer would not eat food, but she ate glucose tabs. Customer stayed upstairs and he returned at 3 am, customer was deceased. Cause of death unknown; possibly low blood glucose. The customer was not wearing the insulin pump at the time of death. The insulin pump was removed when the customer dropped to 21 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.